Event description:
It was reported that sometime between (B)(6) 2013 (exact day is not available), an unspecified stent was successfully implanted in a heavily calcified lesion in an unspecified vessel of the upper leg. When attempting to retract a hi-torque supra core 0.035 guide wire, the tip became stuck in the heavy lesion calcification and the supra core tip became stretched (approximately 10cm ). There was no separation, but the tip was only connected to the guide wire core by the tip coils. Nothing remained in the patient anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stretched coils were confirmed. The separation was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot for stretched coils. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.